Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the screen freezing, the screen overlay was intermittently unresponsive to the stylus. It was noted that it needed its computer platform replaced however due to the lack of available parts it was to be replaced and scrapped. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen freezes. The programmer was returned for service. No patient complications have been reported as a result of this event.